Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, activation was fine, but after running the knife after the 10th seal, the jaw became difficult to open. They pushed in the direction to open the handle and finally the jaws opened. Another device was used and worked fine. There was no patient injury.